Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history review could not be performed because the lot number was not provided and the product was not returned for analysis. A definitive cause for the reported single leaflet device attachment (slda) could not be determined. It should be noted that the mitraclip instructions for use states the device is indicated for the reduction of significant mitral regurgitation. The user error (improper or incorrect procedure or method) was associated with the use of the mitraclip on the tricuspid valve, which is considered an off-label use of the device. The reported patient effect of tricuspid regurgitation appears to be due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip (implanted in (B)(6) 2017) referenced is filed under a separate medwatch report number.

Event description:
This is filed on the original mitraclip to report the single leaflet device attachment and recurrent tricuspid regurgitation. It was reported that in (B)(6) 2017 two mitraclips were implanted in the tricuspid valve to treat torrential grade tricuspid regurgitation (tr); tr was reduced to grade 3 to 4. On an unknown date the two mitraclips were found to have a single leaflet device attachment (slda) and torrential tr. Both clips were only attached to the septal leaflet. A reclip procedure was performed on (B)(6) 2018 and two additional mitraclips were implanted; however, the second clip from (B)(6) 2018 had an slda and was only attached to the anterior leaflet. There was difficulty visualizing the clip and the leaflets. A third clip was not attempted. Tr was reduced to grade 4. There was no additional information provided.